Event description:
It was reported that the acetabular reamer handles were getting stuck during a primary hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an acetabular reamer handle. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seizing/jamming involving an acetabular reamer handle was reported. The event was not confirmed. Visual inspection was performed by the supplier, (B)(4), stated the reamer end showed visible signs of wear. Functional inspection performed by the supplier could not confirm nor replicate the event. No medical records were received for review with a clinical consultant. Review of the device history records performed indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the referenced lot. Conclusions: evaluation performed by the supplier could not replicate the report event and no manufacturing discrepancies were observed. The supplier further noted that manual surgical instruments have a limited life span which is influenced by wear and damage incurred by the device with cyclic use. No further investigation is required.

Event description:
It was reported that the acetabular reamer handles were getting stuck during a primary hip.